Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently bleed back was noted. The tubing set was being used to deliver an unspecified volume of isovue 370 contrast medium, at a rate of 3.8ml/sec, via a power injector. The male adapter of an unspecified power injection tubing set was connected to the distal clave y-site of the tubing set. It was reported that the tubing of the tubing set was clamped off proximal to the distal clave y-site using the slide clamp. It was reported that 20 seconds after the delivery was started, the CT technologist noted that the CT scan "contrast enhancement was not optimal." The CT technologist examined the tubing set and noted a "slit" in the tubing approx one inch in length proximal to the distal clave y-site. An unspecified volume of bleed back was noted in the tubing set. The tubing set was clamped and was removed. The power injection tubing set was connected directly to the pt's access site and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This is a known issue and no eval will be performed on the customer's device. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard IV administration sets are intended for general infusion and not recommended for use with power injectors. This report represents all the info known by the reporter upon query by hospira personnel.